Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a 3200ml ivt disposable bag which broke during activation was confirmed during sample evaluation. The defective sample was returned at the plant for evaluation. The unit was visually checked and the sample's analysis found a hole in the in the sealing part of the bag. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510(k) number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A home patient reported to baxter (B)(4) of a 3200ml bag which broke during activation. There is no report of patient injury/adverse events or medical intervention in association with this event. No additional information is available.